Event description:
It was reported that customer¿s charging cable was damaged and charging supplies were no longer working. There was no reported impact to the customer¿s blood glucose level. Customer contacted Tandem Technical Support, and damaged charging supplies were replaced and shipped with 2-day delivery; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.